Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain and high concentrations of various metallic elements after asr hip implant. Update: (B)(4) 2013 - sales rep reported revision procedure. Part/lot were identified. Complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2013 medical records were obtained. Medical records indicate patient was revised due to metallosis, edema of the sheath, synovitis, a glassy subgluteal space indicating a vent, cloudy, yellowish fluid, inflammation, no bony ingrowth on the acetabular cup, and corrosion on the trunnion. Femoral head and femoral stem added to the complaint. The complaint was updated on (B)(4) 2013.

Manufacturer narrative:
(B)(4). Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.